Event description:
Reportedly, three arrhythmia episodes recorded with noise in the ventricular channel were found in the device memory during a follow-up performed on (B)(6) 2017. The physician decided to continue monitoring the patient with the current parameters. The next follow-up was scheduled for (B)(6) 2018. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences (emi).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, three arrhythmia episodes recorded with noise in the ventricular channel were found in the device memory during a follow-up performed on 11 october 2017. The physician decided to continue monitoring the patient with the current parameters. The next follow-up was scheduled for february 2018. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences (emi).